Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise had been confirmed on the lead, it was capped and new rv lead was added.

Manufacturer narrative:
Combination product: yes. It was reported that this previously capped lead was explanted but no date was provided. Upon receipt, the leads under complaint were returned for analysis. Plexa promri sd 65/18 ¿ (B)(6). The medial fragment (48.5 cm length) was returned for analysis. An extraction aid was found on the fragment. The proximal and distal fragments were not returned. Several cuts into the insulation were found. These cuts most likely resulted from the extraction procedure. The insulation was found rubbed through in the distal region of the medial fragment, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the svc shock coil was found stretched. The deformation probably occurred during the extraction procedure due to tensile stress. Protego promri sd 65/18 ¿ (B)(6). The medial fragment (36 cm length) was returned for analysis. An extraction aid was found on the fragment. The proximal and distal fragments were not returned. Several cuts into the insulation were found. The inner conductor coil and svc shock coil were found stretched. These damages probably occurred during the extraction procedure. Further analysis of the returned medial lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. It was reported that this previously capped lead was explanted but no date was provided. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.